Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) had displayed 41% remaining battery, however a few months earlier the percentage was 35%. Boston scientific technical services (ts) discussed that at approximately 41% remaining the device calculates time to elective replacement indicator (eri) based on actual voltage which may account for the difference in the remaining percentages. No adverse patient effects were reported. This device was later explanted due to routine device change out and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) had displayed 41% remaining battery, however a few months earlier the percentage was 35%. Boston scientific technical services (ts) discussed that at approximately 41% remaining the device calculates time to elective replacement indicator (eri) based on actual voltage which may account for the difference in the remaining percentages. No adverse patient effects were reported.